Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from portuguese to english: the obturator prevents medication from being infused into an infusion syringe, posing a risk to the patient under certain conditions, particularly with inotropic medications. This situation has already occurred in three patients admitted to the picu with hemodynamic instability and receiving norepinephrine infusions. When did the incident occur? During use.

Manufacturer narrative:
Investigation result: no samples were returned for investigation of pr (B)(4), in which the customer has stated: "the obturator prevents the infusion of drugs in an infusion syringe, posing a risk to the patient under certain conditions, particularly inotropic drugs. This situation has already occurred in three patients admitted to the picu with hemodynamic instability and receiving norepinephrine infusion." This feedback relates to 2000e7d products from lot 1032801. No further information was provided to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1032801 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, without any samples to examine it has not been possible to determine whether a manufacturing defect could have caused or contributed to the customer's experience; however, previous reports of this nature have been related to raised features on the surface of the male luer of the connecting product. These features, including flash or a raised edge to the tip of the male luer, have previously been shown to lead to intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer advocacy feedback database indicates that reports of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
No additional information.